Event description:
The customer reported her blood glucose reached 450 mg/dl less than 8 hours after the pod was activated and she noticed the cannula was no longer inserted into her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.